Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 521 mg/dl. Nurse called in order to verify that insulin pump was working as designed as customer also previously had high blood glucose. The customer was treated with IV and blood glucose began to lower. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed on insulin pump and insulin pump passed high pressure test and self-test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.